Event description:
While priming tubing for trastuzumab, medication began to leak from the IV tubing near the luer lock site just below the area that gets inserted into the channel. Discussed with [redacted] and [redacted] in pharmacy. After calculations of 20cc medications in the original tubing, it was determined that the medication would not need to be remade. Trastuzumab was spiked with new tubing and the infusion was completed without further issue. Lot number of primary tubing 25025363.